Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture, low impedance and noise in bipolar mode. The lead was capped and replaced. The patient was in stable condition post surgery.